Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a faulty safety mechanism is confirmed and appears to be manufacturing related. One photograph of a 21g secureloc needle was returned for evaluation. Inspection of the photograph found that the green safety mechanism had been decoupled from the needle. Additionally, blood residue was visible inside the luer adaptor, indicating that the device had experienced some use. The returned photograph was found to exhibit the same features as a known issue, and the root cause was found to be within the scope of a CAPA. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported "my staff was just placing a PICC line and the steel needle in the kit with the big green sharps safety device came apart when they removed it from the patient. The big green safety slid right off exposing the sharp end." Patient was not harmed.